Event description:
The healthcare center states that the healthcare worker at the facility wrapped a 3083 instant heat compress lot ra09320a in a towel and applied this to the buttocks of a patient. The patient removed the hot pack as the instructions indicate a towel is not required. The patient subsequently received a first degree burn on their buttock.

Manufacturer narrative:
The heat pack was activated by a healthcare worker and wrapped in a towel. The patient removed the towel as the product instructions indicate that a towel is not required. As a result, the patient sustained a first degree burn. A review of the manufacturing information for this heat compress sku 3083 lot ra09320a finds that during the fill, there was an overfill of chemical in the product. The issues affecting the overfill of chemical are being addressed in the manufacturing facility through the purchase of supplemental monitoring equipment and corresponding training on this monitoring equipment. At this time, the frequency of checks has been increased until the remaining activities have been completed.